Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery of the handle was vented. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during charging for approximately one hour, the device did not charge and did not power on. Other chargers were tried and a reboot was made but the same issue occurred. There was no patient involvement.